Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient sample tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module. The customer provided the patient sample for investigation. Based on the data provided, discrepant results were identified for tsh, ft4 ii and ft3 iii between the customer's e602 module, the centaur method, an e602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. The initial results from the customer site were reported outside of the laboratory where the physician requested repeat testing. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The customer's e602 module serial number was (B)(4). The e602 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4). The tsh reagent lot number used at the investigation site was 291617 with an expiration date of jul-2018

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A product problem was not identified.